Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing, which accelerated the rhythm. It was also reported that noise was seen on the shock electrogram during an episode. A guidant technical services (ts) consultant reviewed the electrograms and discussed that the noise could have been electromagnetic interference, as it did not appear to be a connection issue or fluid in the seal plugs. The shock impedance was noted to have risen since implant, but was not out of range. Ts recommended monitoring the system to make sure it continued to perform, otherwise, no action was needed as the device didn't detect the noise and deliver inappropriate therapy. The caller confirmed that therapy has been delivered as appropriate.